Event description:
It was reported the patient's stimulation was "stuck" at 4.0 volts because her patient programmer was lost or stolen. If she laid a certain way her stimulator "bolted". Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type: lead. Product ID 3778-60, serial# (B)(4), product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).